Manufacturer narrative:
The lead was surgically abandoned. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. Additional information indicated that the suspected cause for the high thresholds was undetermined. The behavior was attributed to lead placement and position. The lead was surgically abandoned. No additional adverse patient effects were reported.